Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, opening, red particle fill channel. Leak test was performed, and found opening on the device. A microscopic analysis was performed which identify, an opening striated in the radios. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening in the anterior side assessed, as surgical damage.

Event description:
Health care professional reported, left side deflation. The device has been explanted.